Event description:
It was reported that after implanted t1, when pulled back, t2 fell off. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. The needle is bent. The suture and ts are free from the needle and were returned. Examination of the construct shows t1 is missing. T2 is missing a piece of its distal end. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacturing process can be established.